Manufacturer narrative:
Retained prodcut was teste and found to be within specification.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the second patient. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that four patients experienced a reaction to integrity temporary c&b material. This patient broke out in blisters. Magic mouth wash was given to combat the patient's symptoms. The reaction subsided in a few days.